Manufacturer narrative:
(B)(4). The device was manufactured during 09/19/2013 - 09/23/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A device analysis cannot be completed as the affected sample was discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution was received without iodine on the sponge. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 6 of 6.